Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. No additional information was provided.